Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient after it ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 3mm distal of the distal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection on the proximal bond and tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.75mmx12mm nc emerge balloon catheter was advanced for dilatation. However, during the 2nd inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a 2.75mm non bsc balloon. No patient complications were reported and the patient's status was good.